Event description:
Additional information was received from a foreign healthcare provider via a company representative. Repeated device interrogations every 20 minutes were performed until the healthcare provider decided to send the patient home with oral medication. The cause of the motor stall having not recovered as expected following magnetic resonance imaging (MRI) was not determined. However, the patient had called the healthcare provider the morning of 2026-mar-16 and the pump had stopped alarming the evening of 2026-mar-13. The motor stall had been resolved, and the pump remains implanted and operational. **MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at a dose rate of 150 mcg/24 hours via an implantable pump. It was reported that a pump motor stall recovery had not taken place in over 2 hours following magnetic resonance imaging. Factors that may have led or contributed to the issue was noted as "emi - MRI" (electromagnetic interference - magnetic resonance imaging). Over 2 interrogations of the pump had taken place and the motor stall recovery had still not taken place as per the pump's logs. It was unknown if the issue was resolved as of (B)(6) 2026. No surgical intervention had taken place and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2026.